Manufacturer narrative:
Correction: h6 health effect - clinical code. The product involved in the report has been returned, and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 15 mar 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30181421 was reviewed, and the product was produced according to product specifications. The actual complaint product was returned for evaluation. After decontamination, the sample was examined in a well-lit area. The molded head appeared clean, without foreign material on the device's exterior. The tube and balloon were missing and were not returned with the sample. The attachment point for the tube was examined under magnification, and a possible adhesive residue was photographed. The balloon could not be evaluated for a burst due to not being returned. The sample confirms the feeding tube was detached/separated from the silicone molded head; however, a root cause could not be determined. All information reasonably known as of 08 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, a leakage was noticed during feeding; it was apparent the port had detached from the balloon (the balloon remained inside the patient¿s stomach). Per additional information received on 13jan2023, a plug was inserted, and the doctor confirmed the patient will eventually pass the piece in a bowel movement; the patient was reportedly doing well. Per additional information received on 20jan2023, the patient passed the retained piece through a bowel movement. No harm or interventions were taken.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 24 jan 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.